Event description:
It was reported that the pigtail string snapped and was removed by snare. The target lesion was located in the peripancreatic artery. An expel drainage catheter was selected for use. During procedure, it was noted that the pigtail string snapped as the drain was pulled out altogether and left two pieces behind. The remaining fragments were then removed from the patient's body by putting it in a sheath and series of snares. There were no radiopaque fragments left and no any obvious device fragments seen under CT scan. The procedure was completed by placing another drain. No further patient complications reported and patient is stable.